Event description:
The hosp reported that during the saphenous vein harvesting procedure, the lens on the endoscope was cloudy. The procedure was completed endoscopically without any issues. No pt complications were reported by the hosp. In feb 2004, the device was returned with a cracked distal lens. This report is for the failure mode "cracked distal lens" which is a reportable malfunction.